Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of not being able to interrogate the device could not be determined in the laboratory. As received the device was able to be interrogated successfully. Review of stored battery data found normal decrease of battery voltage.

Event description:
It was reported that it was not possible to interrogate the device. The device was explanted.